Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. Ps1 voltage was out of tolerance and cleaned the connector pins, and adjusted the voltage back to spec. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the imaging system is "stuck in standby" and x-ray production is disabled. There was no patient present when this issue occurred. The site biomed was not in front of system, but advised to clarify if message states "stand alone mode" or even if the system is booting up into e-stop mode (normal function).